Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Caller stated that the device hasn't worked within the last year. Caller stated that when she increases stimulation, she doesn't feel anything so she stopped using the device almost a year ago. Caller stated that her healthcare provider (hcp) told her that the device would work for 5 years and she hasn't even had the device for 4 years yet. No further complications were reported.